Manufacturer narrative:
Reported event: the event reported a hairline periprosthetic fracture of the femur 3 days post operative after a tha hip procedure. A CT scan confirmed fracture and showed that the fracture extended from the cortical screw site down to the tip of the accolade ii stem. A post op surgery was required to apply a trochanteric plate and cables in order to reduce the fracture. The stem remained. Concern of the cortical screw size was expressed. Device evaluation and results: the device was not available. Indication from post-op CT scan show a possibility of the device being a cause of fracture as the fracture sight was in path of device placement. An evaluation and diagnosis of post-op scans were completed by dr. (B)(6). The review is attached to the parent record of this complaint. Device history review: not performed as lot number was not reported. Complaint history review: review of (B)(6) database for p/n 116240 shows no other complaints related to the alleged failure. Conclusions: post op CT scan confirmed fracture from the cortical screw site down to the tip of the implant. A diagnosis by dr. (B)(6) is in the report attached in the parent record of this investigation. See report for details. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned.

Event description:
Surgeon brought patient back to theatre post operatively when post op CT showed a hairline periprosthetic fracture of the femur 3 days post operative from a mako hip procedure. On CT the fracture extended from cortical screw site down to tip of the accolade ii stem. Intraoperatively fracture confirmed to be between the cortical screw site and down to tip of stem. Existing femoral stem remained and a trochanteric plate and cables applied to reduce fracture. Hip relocated and wound closed. Surgeon expressed concern about the size of the cortical screw.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon brought patient back to theatre post operatively when post op CT showed a hairline peri prosthetic fracture of the femur 3 days post operative from a mako hip procedure. On CT the fracture extended from cortical screw site down to tip of the accolade ii stem. Intraoperatively fracture confirmed to be between the cortical screw site and down to tip of stem. Existing femoral stem remained and a trochanteric plate and cables applied to reduce fracture. Hip relocated and wound closed. Surgeon expressed concern about the size of the cortical screw.